Manufacturer narrative:
The customer suspects an interference affecting the roche results. The investigation is ongoing.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys toxo igm (toxo igm) on a cobas e 801 module. The patient was tested on the e801 module 3-4 times over a 4-5 month time period and the toxo igm results were positive. A sample from (B)(6) 2022 was tested on the e801 module with a result of 3.270 coi (positive). The toxo igg result was 0.180 iu/ml (negative). The sample was sent out for testing by the abbott method and the toxo igm result was negative and the toxo igg result was negative. The specific results were not provided. It is not known if the questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).

Manufacturer narrative:
Calibration data from (B)(6)2022 and (B)(6)2022 was acceptable. Qc data from (B)(6)2022 and (B)(6)2022 was acceptable. The sample was submitted for investigation where the customer's results were reproduced: the toxo igm results using 2 different reagent lots were 3.03 coi (positive) and 3.30 coi (positive). The toxo igg result was < 0.130 iu/ml (negative). Further investigation of the sample confirmed an interference against the ruthenium label component of the assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The reagent performs within specification. The investigation did not identify a product problem.